Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.

Event description:
A customer's grandaughter called reporting that her grandmother received a reading of 175 mg/dl on her freestyle meter and lost consciousness as well as experienced chest pain during this event. Customer was seen in the ER, but it is not documented how customer arrived at the hosp. Customer also reports taking glucose, but is "unsure of type" to counteract the medical event. Although the customer rec'd a reading of 175 mg/dl, the hospital's meter comparison reading was 45 mg/dl, and the report states she was diagnosed with diabetic ketoacidosis yet no treatment is documented. Additionally the customer's meter was not code correctly for the strips used. The customer's product will be investigated, if it is returned.